Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 20-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were getting a settings not available message for the past couple months starting in 2023. Agent walked pt through switching groups. Pt also reported that when they were implanted they had titanium screws in their neck so they were unable to get the leads where they wanted to place them. Pt also reported they had difficulty replacing them because of the scar tissue. Pt also made mention of the stimulation in their legs and back. Agent also clarified charging information for the patient. The patient was very difficult for the agent to understand.